Event description:
During a right knee arthroscopy & anterior cruciate ligament reconstruction with patellar tendon allograft, the rigid sleeve broke w/1cm piece of metallic fragment retained in the lateral femor. C-arm imaging showed metallic fragment was completely encased in bone and unable to remove.